Event description:
Subsequent to flap creation for lasik surgery with the intralase fs laser, the pt's corneal flap was thinner than anticipated. The flap required secondary surgical intervention to suture the flap. No resulting loss of visual acuity.